Event description:
When using item for IV starts, the rn's are finding the catheters leak at the hub, causing air to be drawn when drawing blood and leaking blood.manufacturer response for insyte autoguard 20 ga x1, bd insyte autoguard (per site reporter).======================our rep reported problem for us. They sent a shipping label, and will advise of qa after product has been evaluated.manufacturer response for insyte autoguard IV catheter 20 ga x 1, insyte autoguard (per site reporter).======================rep reported problem; mfg sent ship label; will advise of results after qa is done.